Event description:
This patient was referred for bypass surgery for persistent and progressive restenosis of a previously stented left internal carotid artery (ica). Two days post-procedure, the patient was discharged from the hospital. However, the patient developed altered mental status, difficulty with speech and weakness on the right side. The patient was brought directly to the emergency room, and was hospitalized after evaluation. A cerebral angiogram found the stents and the new bypass graft were patent. An MRI confirmed a small temporal stroke and a small subdural hematoma. Two days post-procedure, the patient developed epilepticus that required intensive care observation and adjustment of the antiepileptic regimen. The patient subsequently developed encephalopathy, fever and tested positive for blood cultures, elevated liver enzymes and required a percutaneous endoscopic gastrostomy tube for feeding. At the time of discharge to a nursing home, the patient had some improved mental status that was attributed to discontinuing the dilantin, treatment of the sepsis and resolution of the encephalopathy.